Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the ventricular lead. There were several counts of ventricular noise reversion since (B)(6) 2019 when the device was last cleared. The patient is not dependent. The noise was not reproducible with limited isometrics as he has shoulder problems. There were no programming changes made to the device. The lead remains implanted and there are no plans to explant it.